Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 282 to 380 mg/dl. Insulin injections and a correction bolus were used to address the bg level. After the most recent occlusion, the customer had changed the infusion set site 4 times. Tandem customer technical support (cts) was unable to determine a possible cause of the past occlusions. A system check using the current supplies on the pump found the occlusion to be possibly related to the infusion set tubing and/or site. Reportedly, the customer had been using apidra insulin within the cartridge. Cts recommended that the customer discuss the type of insulin being used in the pump with a healthcare provider. The customer acknowledged.